Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnostic procedure was performed when the issue happened. The procedure was completed as planned. A field service engineer (fse) examined the system on-site and confirmed system went down and reboot didn't resolve. After reviewing log file, the connection with the x-ray-pc is lost. During troubleshooting, fse found hd1 slot power button on x-ray pc was not turned on and unable to engage. The cause of the x ray pc failure conclusively determined by the supplier's part analysis and unit failed due to faulty hdd bay and failed component was hdd bay. To resolve fse replaced x- and modified epx database settings and selected preferred protocols for customer use. After replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.